Event description:
The user's speech understanding and overall hearing performance has been affected since 2-3 months. No history of trauma, accident or high grade fever was reported. No redness or swelling was seen around the implant site. No other medical problems reported. No abnormalities found on x-ray imaging. Re-implantation is being considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's speech understanding and overall hearing performance with the device was affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The active electrode also showed some additional damage to the electrode wires, as being caused by minute device mobility. An accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's speech understanding and overall hearing performance with the device has been affected for 2-3 months. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's speech understanding and overall hearing performance with the device has been affected since 2-3 months. Re-implantation is being considered. No date has been scheduled yet.